Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported venflon pro safety 20ga 1.1mm od 32mm l had leakage issues.the following information was provided by the initial reporter, translated from german: "the multi-adapter does not fit on the vvk, the adapter slips out during blood collection."

Manufacturer narrative:
H.6. Investigation: one representative sample and four blood collection adapters from sarstedt (three used, one representative) were received by our quality team for evaluation. As the blood collection adapters do not belong to bd, no further investigation was performed on them. The representative sample returned was subjected to visual inspection and luer cone measurement. All inspection results passed, and no abnormalities were observed. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the returned sample, it passed the visual inspection and luer cone inspection, with no abnormalities observed. In addition, the returned sample was able to connect with the sarstedt adapter properly. As the disconnection was not observed on the returned sample, the customer experience cannot be determined. A project has been initiated for luer disconnection, CAPA#83053. H3 other text : see h.10.

Event description:
It was reported venflon pro safety 20ga 1.1mm od 32mm l had leakage issues. The following information was provided by the initial reporter, translated from german: "the multi-adapter does not fit on the vvk, the adapter slips out during blood collection."